Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a sling was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2008 and ams monarc subfascial hammock was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(4) 2002 due to stress incontinence. It was reported that following insertion the patient experienced pain, urinary problems and recurrence. It was also reported the patient monarc (ams) was implanted on (B)(6) 2008 due to stress incontinence. (B)(4).

Manufacturer narrative:
Date sent to FDA: 10/27/2016.